Manufacturer narrative:
Device is a combination product. (B)(4). The synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Distal strut row 1 was lifted on one side. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 2.50x20mm synergy stent was advanced to treat the lesion. However, the device was unable to cross due to severe angulation. The procedure was not completed. No patient complications were reported and the patient's status is good. However, returned device analysis revealed distal stent damage.